Event description:
It was reported that the patient has experienced increased spasticity beginning in 2007. There have been no volume discrepancy at refills. The patient has been experiencing "other medical issues" such as urinary tract infections. The catheter could not be aspirated and a catheter blockage was noted on study. The catheter was replaced and repositioned; the pump was also replaced. The patient had a "probable cva", aspiration pneumonia, baclofen toxicity, c-diff diarrhea, hypotonia, hypersomnolence, orthostasis, severe pain and spasticity. The patient was hospitalized over six weeks prior to catheter change. The hcp is "still working on itb pump adjustments since he is more baclofen sensitive since replacing catheter. He has atonia, hypersomnolence and confusion." The hcp also reported that the patient recovered without sequela.

Manufacturer narrative:
.